Event description:
It was reported during the trial procedure, after placing the scs lead, the physician needed to reposition the lead. Upon removing the lead, the patient began to bleed. Subsequently, the physician decided to abandon the procedure due to believing the patient was experiencing a csf leak. It was also reported, the patient did not experience any symptoms of a csf leak after the procedure. Additionally, the physician believes the bleeding resulted from the patient taking a fish oil supplement. Follow-up identified there were no further issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.